Event description:
It was reported that the patient complained of 'muscle twitching' in the chest. Further investigation revealed that the atrial lead exhibited abnormal impedances, failure to sense, pace, or capture, and an apparent fracture. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The proximal conductor was fractured and distorted, the distal conductor was also fractured, and blood/body fluid was found on all conductors (not obstructed). The outer insulation was breached cut and exhibited a cosmetic depression.